Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The technical support specialist reached out to the customer, and it was confirmed from the customer's end that the issue had been resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open, which hindered users from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.